Manufacturer narrative:
Manufacturer completed the entire report. Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification. An examination of the device history shows that the device delivered as programmed.

Event description:
Reporter states pump was programmed to deliver (flow rate unk) on a pediatric patient. Once the pump was started the nurse observed that the pump was delivering too fast - almost like giving a bolus. Pump was stopped. The nurse disconnected the pump from the patient and using a saline solution restarted delivery into a container. Again, the pump was reportedly delivering too fast.